Manufacturer narrative:
The medwatch report did not provide a user facility name or address. Steris is unable to contact the user facility to obtain additional information regarding the reported event. As steris is unable to obtain additional information from the user facility, the device subject of the reported event cannot be returned for evaluation and a root cause cannot be determined. Steris evaluated the reported event and determined it did not meet our reporting criteria under 21 cfr part 803. It should be noted that steris is submitting an MDR solely due to the receipt of the user facility medwatch report which is in accordance with our policies and procedures. No additional issues have been reported.

Event description:
The user facility reported via medwatch mw5167187 that "lot numbers on individual item do not match the numbers on the box."